Event description:
Device 1 of 2. Ref MFR report #1627487-2014-01454. It was reported the patient (B)(6)experienced heating at the ipg pocket site while recharging. The initial charging system was replaced and resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.